Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
(B)(4)

Event description:
Product was returned to the invesigation facility for evaluation.

Manufacturer narrative:
The customer¿s complaint could not be confirmed. The eds iii was visually inspected; however the patient line and stop cock were not returned and so it was not possible to determine the cause. The current quality inspection for these assemblies is established to 100% test for leak and blockage. The root cause of the problem reported by the customer could not be determined. A review of the history device records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required at the present time. Trends will be monitored for this and similar complaints. This complaint is considered closed.

Manufacturer narrative:
Upon completion of the investigation it was noted that it was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. In absence of the device a review of the history device records confirmed the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported that the system has broken, in line disconnection. The physician said that the surgical procedure went well, with no intercurrences. Affiliate confirmed the alert date is correct as they fell behind and did not report in a timely manner. The affiliate has been provided with a copy of the requirements in reporting complaints in a timely manner.

Event description:
The system has broken, in line disconnection. The physician said that the surgical procedure went well, with no intercurrences. On 1/15 affiliate confirmed the alert date is correct as they fell behind and did not report in a timely manner. Additional information: the exact date of the event date is not known. It's (B)(6) 2013. (B)(6). 2014. It was not necessary to go to the surgical room to change the valve. It was performed at the hospital bed. The patient was discharged. The system presented in line disconnection. Some days after the procedure - we do not know the date.